Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed 0.5 year remaining on last device checked, but currently it had gone back to 1 year remaining. Furthermore, the current magnet rate showed 90 pulses per minute (ppm), the last time, it showed 100 ppm. There was no change made in the programming. Boston scientific technical services (ts) discussed the device remaining longevity and suggested increasing patient follow up. Device longevity remaining was indeed 1 year as based on the magnet rate. To date, device still remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicates that this pacemaker was explanted for normal battery depletion. As per field representative, this device was discarded by the hospital. No additional adverse patient effects were reported.